Event description:
It was reported that a flo-gard IV solution administration set leaked saline solution during priming. The nurse observed the leak below the drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any issues. A pressure leak test was performed and a leak was revealed at the junction of the tube and the chamber. A push pull test resulted in a disconnection of the chamber pipe from the rest of the chamber; however the tube was still intact. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.